Event description:
On november 13th, the pacemaker teo dr, sn (B)(6), was tried to be implanted with the right ventricular lead vega r58, sn (B)(6), but it was not possible because of the pacemaker malfunction. The right ventricular lead was properly implanted without problems and when connecting to the pacemaker teo dr, sn (B)(6), (as the patient had not escape rhythm) no pacing was detected. Therefore, the pacemarker was interrogated to check the pacemaker functioning and to be programmed to vvi mode and the following message was displayed: ¿the lead is unipolar¿ not possible to be programmed in bipolar. The right ventricular lead, being in bipolar and with correct psa measurements performed in bipolar, was decided to be disconnected and connected again in order to confirm that there was not a connection issue. The teo did not pace and finally a magnet was used in order to change to asynchronous mode and pacing at maximal power but the pacemaker did not react to it. The physician finally decided to change the pacemaker and the right ventricular lead remained implanted with the new pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No obvious tightening marks on the atrial and the ventricular setscrew tips were noted indicating an incorrect/incomplete lead connection at both channels. The message observed when the physician tried to program the ventricular lead in bipolar (the lead is unipolar) could be explained by an incorrect lead connection where the ventricular lead impedance measurement remains greater than 3000 ohms leading to a programing in unipolar. Based on the available information, no issue is suspected on the subject pacemaker. For more details.

Event description:
On november 13th 2023, the pacemaker teo dr, sn (B)(6), was tried to be implanted with the right ventricular lead vega r58, sn (B)(6), but it was not possible. The right ventricular lead was properly implanted without problems and when connecting to the pacemaker teo dr, sn (B)(6), (as the patient had not escape rhythm) no pacing was detected. Therefore, the pacemarker was interrogated to check the pacemaker functioning and to be programmed to vvi mode and the following message was displayed: ¿the lead is unipolar¿ not possible to be programmed in bipolar. The right ventricular lead, being in bipolar and with correct psa measurements performed in bipolar, was decided to be disconnected and connected again in order to confirm that there was not a connection issue. The teo did not pace and finally a magnet was used in order to change to asynchronous mode and pacing at maximal power but the pacemaker did not react to it. The physician finally decided to change the pacemaker and the right ventricular lead remained implanted with the new pacemaker.